Event description:
The patient reported that on (B)(6) 2011 the pump rebooted after emitting a "replace battery" alarm and on (B)(6) 2011, the pump rebooted twice with no associated alarms. The patient denied exposing the pump to water. She confirmed that there was no corrosion in the battery compartment and no visible structural damage to the battery cap and compartment. The patient stated that the battery cap tightened to resistance. The patient was instructed to insert a new battery while on the phone with animas customer support, and the issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damage found to the battery cap, battery compartment, battery cap connections, or to the power circuit. The battery cap was able to attach securely to the pump and the pump powers on normally. There were no defects found on investigation; the complaint could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.